Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the clip opening while locked and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
This is filed to report that the clip opened while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped. While testing the final arm angle (faa), the clip opened to 60 degrees while locked. The clip was re-closed and tested again, and held. The clip was successfully deployed, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.